Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to femoral head loosening.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain, symptoms consistent with aseptic lymphocyte-dominated vasculitis-associated lesion (alval) and loosening of the femoral head. During the procedure, the femoral head was removed and replaced. Attempts have been made and additional information is unavailable.